Event description:
It was reported that there were no end of life alerts. Product was provided for investigation. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the share logs was performed and the transmitter unpaired itself was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).